Manufacturer narrative:
The surgical issue questionnaire was reviewed for potential causes of the reported issue. Based on this review, implanting the device in an off-label location, not performing an x-ray immediately after the procedure to confirm placement, inadequate fixation, implanting the neurostimulator after the expiration date, not prepping the skin with antiseptic solution, multiple tunneling attempts, and using inappropriate tools have been ruled out as potential causes. Additionally, the patient picking or touching the wound has been ruled out. However, the patient has poor surgical risks as they have edema. Additionally, the device was implanted in a u shape which is non-compliant to the IFU. Per the freedom peripheral nerve stimulator system implantation of neurostimulator instructions for use, 05-20200 rev 6, "the electrode array should be implanted straight for optimal performance and must be internalized from the proximal tip to the distal end of the electrode array." A curonix representative conducted a review of sterilization and packaging records for the respective product lot; curonix has confirmed that the product was delivered sterile, validated sterilization parameters were used, and sterile barriers were verified to be intact following packaging. The stimulator is used to treat pain. The cause of the reported issue is attributed to two identified root causes: - patient is a poor candidate due to health, weight, age, mental capacity as the patient has edema (user error- clinician). -non-compliance to IFU as the device was implanted in a u shape (user error- clinician). Rates reviewed at the most recent complaint trending meeting do not indicate a significant increase in surgical issues. Surgical issue rates remain acceptably low; thus, a CAPA is not required at this time. Surgical issue rates will continue to be tracked and trended.

Event description:
The patient reported erosion. During a follow-up appointment, the exposed neurostimulator was cut off and there were no signs of infection noted. Antibiotics were prescribed and the wound was wrapped. Although the patient reported good pain relief, a replacement or explant procedure will be performed. However, a date has not been provided as the swelling needs to go down prior to scheduling.